Event description:
Customer reported a lost sensor alert and that the sensor gave inaccurate readings. The blood glucose reading was 135 mg/dl. The transmitter ID was not incorrectly entered into the insulin pump. She removed the sensor and stated that it was bent. Nothing further was reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specifications with accurate readings. The cannula was found bent. It could not be confirmed if the customer received the sensor in said condition as it was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.